Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, during a cure for hemorrhoids, the pph03 clamp was used, but on removing it the surgeon found that half of the circumference of the hemorrhoidal bundle had not been stapled. The pph clamp did not completely suture the resection of the hemorrhoidal bundle. Actions taken in the care facility for patient management: half of the excision of the package hemorrhoid had to be sutured manually by the surgeon with a polysorb 3/0 thread ref gl122. Lengthening of the operative intervention. No patient consequences were reported.